Event description:
The customer reported that the pt gained 0.4 kg during the dialysis treatment. The pt's pre dialysis weight was 73.2 kg. The pt was scheduled for 3 hrs and 15 mins of dialysis. The staff had planned for a weight removal of 0.98 kg. That included 300 cc as normal saline to be given at the termination of the treatment and 600 cc normal saline to maintain the pt at his dry weight of 73.2 kg. The pt's post dialysis weight was 73.6 kg, a weight gain of 0.4 kg. The phoenix machine recorded fluid removal as 0.98 kg. The pt completed the treatment without any unusual events noted. Facility's nurse mgr reported that no medical intervention was required.